Event description:
Pt presented to hosp with nausea and vomiting. Pt given antiemetics in ER and admitted. The next day pt presented with bloody emesis - upper gastrointestinal bleed. Pt became neutropenic. Nasogastric tube was placed. Pt with dehydration the next day. Pt had esophagogastroduodenoscopy done. The next day diagnosed with grade IV esophagitis due to radiation, hiatal hernia. Pt to receive parenteral nutrition.